Event description:
Literature was reviewed regarding a 33-year-old male patient with severe pulmonary stenosis of a previously implanted homograft with a melody bioprosthetic valve. The patient presented with respiratory failure which required extracorporeal membrane oxygenation (ECMO) support as well as severe pulmonary hypertension with severe right ventricular dysfunction which required hemodiafiltration. Due to the patient¿s condition, he was included on the heart-lung transplant list. On day 5 the patient was switched to a non-medtronic double-lumen cannula for right heart support with an oxygenator as a bridge therapy to heart-lung transplant. Hemodiafiltration was discontinued one week later. During rehabilitation while on the transplant wait list, the patient experienced uncontrollable gastro-intestinal bleeding and died two weeks later. No further information was provided pertaining to this patient or medtronic products.

Manufacturer narrative:
Citation: carlos dominguez-massa, et al. Protekduo cannula through melody transcatheter pulmonary valve prosthesis bridge to heart-lung transplantation. Medicina intensiva feb 4:502119 2025. 10.1016/j.medine.2025.502119. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.